Event description:
It was reported that patient manipulation of the device dislodged the leads and caused diaphragmatic stimulation. The leads were repositioned and the device was re-implanted and they remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.